Manufacturer narrative:
This report is being submitted to relay the following correction: upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on MFR-0001038806 - 2019 - 01652. The following sections are being reported: date of this report was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports bone loss around implant tsvb10 tooth site # 29. The implant was removed.